Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown, "they felt really hard," "like someone was pushing against them" and "it looked like someone was pressing their fingers into them."

Event description:
Patient reported right side "capsular contracture" baker grade unknown, "they felt really hard," "like someone was pushing against them" and "it looked like someone was pressing their fingers into them." Device has been explanted.